Event description:
It was reported that outside the surgical environment the handpiece did not make contact and would not power on. There was no patient involvement with no harm or delay to a procedure. Due diligence is complete and no additional information is available. At evaluation it was noted that the motor was working intermittently. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign italy. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor was intermittently working, the switch was damaged and the unit was out of calibration at the zero reading. The motor and switch were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.